Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this pacemaker felt a buzzing sensation near the time that the device took threshold measurements. The health care provider asked boston scientific technical services (ts) to review the episode stored in device memory. Ts discussed that the patient could be feeling something related to the threshold testing; no corresponding episodes were stored in device memory at the time of the reported symptoms. It was also noted that the device was sensing myopotential noise and that there had been an abrupt drop in impedance to low and out of range several months ago but values had returned to normal range almost immediately. Ts recommended the patient return to the cardiologist to consider device reprogramming for optimization. No adverse patient effects were reported. This device remains in service.